Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for the last couple days they had some pain at the area of their stimulator and they didn't know if they were having back or hip issues or if the stimulator was causing the pain. Patient said they hadn't had any falls, but a couple months ago they started with a chiropractor who used a myofscial machine over the implant area. Patient asked if the machine vibrated and patient said the myofascial machine did vibrate over the implant site. Patient services (ps) reviewed option of turning therapy to see if this resolved the pain, patient said they hadn't tried turning off device yet. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient mentioned they had their hip done last year and had been doing some physical therapy for that.